Event description:
It was reported that the device was used during an unk procedure. It was reported that the stapler misfired. The surgeon could not remove the device smoothly after firing and this caused some bleeding which was controlled with suture. It is unk how the case was completed. There was no consequence to pt.